Event description:
It was reported that the customer had been receiving inaccurate readings and the low and high predictive alerts have been driving him nuts. Customer reported the insulin pump was not working ten days prior to call. Customer stated the insulin pump was not giving insulin, woke up with blood glucose of 488 mg/dl and was tested positive for ketones. Customer changed the battery and gave himself a bolus and was able to treat ofr his high blood glucose. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.